Event description:
Blood tubing to be in 2 pieces when opened in package. Stretchy piece which is placed in IV pump was not connected to the lower piece of blood tubing. Tubing not utilized on patient.======================manufacturer response for alaris blood tubing, (brand not provided) (per site reporter).======================set to be returned to manufacturer for failure investigation.